Event description:
It was reported via registry that a catheter kink or occlusion was noted and the pt was experiencing back spasms and a "popping" sound in back. The catheter issue was noted when the hcp was unable to aspirate fluid. The pt has reported that the "pump never helped". The pump contained fentanyl 600 mcg/ml and baclofen 400.0 mcg/ml. The system was explanted and replaced. The patient recovered without sequela. Same as manufacturer's report #: 6000030200602327.